Manufacturer narrative:
Off-label use: the device was used to treat a carotid-cavernous fistula. In the country where this event occured, the pipeline flex device is intended for endovascular embolization of cerebral aneurysms. The device has not been returned for evaluation; therefore the cause of clinical observation cannot be confirmed.

Event description:
Medtronic received information that during treatment of a carotid cavernous fistula the middle section of the device did not open into a "bend" as it appeared "twisted." It was reported that the physician made several attempts to open the device by pulling back and pushing on the microcatheter as well as resheathing the device three times. The device would not open as the patient had severe vessel tortuosity. It was further reported that the physician removed the device by pulling back the push wire as he didn't want to lose position and wanted to leave the microcatheter at the same position. The physician removed the device and microcatheter together from the patient. Once outside the patient the physician then tried to remove the device from the hub of the microcatheter, by pulling back on the pusher and the distal tip of the pushwire coil approximately in 15mm length separated from the proximal part of the pushwire. A new device was used to complete the procedure. Post angiographic results showed diversion of blood towards the ica, mca and aca arteries and slowing down of the flow towards the fistula (cavernous and petrous sinus). No patient injury was reported as a result of this procedure.

Manufacturer narrative:
As received, the tip coil was found to be separated from the pushwire from the proximal to the proximal dps restraint. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was observed to be bent ~36.5 cm to 43.0 cm from the proximal end. The distal and proximal ends of the pipeline braid were found fully opened with damage. In addition, the middle section of the pipeline braid was found fully opened. No other anomalies were observed. Based on the customer¿s photos, the clinical observation of the ¿failure to open at the middle section¿ was confirmed; however based on the device analysis, it could not be confirmed because the middle section of the pipeline braid was found fully opened. We are unable to conclusively determine the cause of this event. The damage to the braid on both ends of the pipeline is likely the result of the physician resheathing the device more than the recommended two times. It is also possible that the severe vessel tortuosity may have contributed to the resistance during retrieval. It appears the pushwire separation was secondary to tensile overload. We are unable to definitively determine the cause of the tensile overload; however, it is likely that excessive force was used to remove the device from the microcatheter hub, outside of the patient. Per our instructions for use (IFU): ¿resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Pushing delivery wire without retracting the microcatheter at the same time may cause damage to the braid or vessel. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.